Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had changed the pump time due to daylight savings time. Since then, delivery summary data was not recorded. During troubleshooting with tandem technical support, customer was informed that after the time and date are changed, delivery summary will reflect n/a due to the pump not having a full 7 days' worth of information since changing the time. There was no reported impact to the customer's blood glucose level.